Manufacturer narrative:
The hcg+beta, ft3, and b12 calibrations and qcs were acceptable. The ft3 and b12 qcs were acceptable. The alarm trace provided did not indicate any issues. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc before the event was within ranges.

Manufacturer narrative:
The hcg+beta reagent lot number was 79772300 with an expiration date of 31-oct-2025 the ft3 reagent lot number was 801917. The expiration date was not provided. The b12 reagent lot number was 792322. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e411 rack analyzer. Sample 1 initial elecsys hcg+beta result was 0.833 iu/l. The patient complained and the same sample was repeated on (B)(6) 2025 with a result of >10000 iu/l with a data flag. The repeat result was believed to be correct as the patient was confirmed to be pregnant. On (B)(6) 2025, sample 2 initial b12 result was 36.90 pmol/l with a data flag and the repeat result was 430.3 pmol/l. The repeat result was believed correct as it matched a repeat result from a cobas 8000 analyzer. No specific result was provided. On (B)(6) 2025, sample 3 initial ft3 result was 1.33 pmol/l with a data flag and the repeat result was 4.68 pmol/l. The repeat result was believed correct as it matched a repeat result from a cobas 8000 analyzer. No specific result was provided.